Event description:
In 2009, the pt was implanted with gore excluder aaa endoprostheses to treat a ruptured infrarenal abdominal aortic aneurysm. The computed tomography angiography (cta), taken during the procedure, could not provide clear images due to the blood pool. The physician had difficulties to deploy all gore excluder aaa endoprostheses because of the ruptured aneurysm which made the fixation impossible. The physician then attempted to implant a large palmaz stent, this was unsuccessful. The physician converted to the open surgery. All devices were removed and replaced with the dacron bifurcated vascular graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in pt populations with ruptured aneurysms.